Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was unable to recover the failed drawer. The customer stated that there was able to get the medication from another station and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure icon but not able to devices to recover. A field service engineer forced failed tower door and recovered to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.